Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine visit with noise on the right ventricular lead. The noise looked external. The patient was stable with no complications. No further information is available.